Event description:
Additional information was received from a nurse at the user facility. There was no patient impact/injury associated with this report. The intraocular lens (iol) was examined prior to insertion and was not used.

Event description:
Surgeon reported seeing a mark on the intraocular lens (iol) prior to insertion. There was no report of pt impact.